Manufacturer narrative:
There has been no pt or user injury reported however a risk to pt health could not be excluded. Summary of evaluation: this potential problem could be reproduced at brainlab using the same power supply and actively causing a short circuit. Corrective and preventive action: - product notification-existing customers with the vvsky product with data billboard and/or microscope integrations and/or device connections panels installed receive the product notification information dated november 12, 2007. Brainlab will visit each potentially affected customer to introduce small breakers according to the specific load limits per device and cables, which will open the circuit in case of overload on faulty circuits. For more information please see attached: product notification letter, customer list USA, 21 cfr 806 relevant information.

Event description:
The medical power supply used to provide low voltage power supply (5-12 vdc) can provide up to 20a current per circuit. If one of the components, for example one of the electric/optical converters or a low voltage supply cable, produces an internal short circuit, the medical power supply will not shut down automatically and continue to delivery 20a to the faulty device which could result in overheating cables. The devices will stop working and smoke may be generated. It is extremely unlikely that fire will occur. The root cause resulting from brainlab's investigation was concluded on november 5, 2007. There has been no pt or user injury reported by any hospital a risk to patient health could not be excluded.